Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2014 with a bifurcated and an infrarenal aortic extension. Subsequently, patient became symptomatic and a computed tomography scan revealed type 3a endoleak. The physician elected to treat the patient on (B)(6) 2015 with a medtronic thoracic graft in the bifurcated. The leak was in determinant therefore decided to place an infrarenal aortic extension across the junction and all sealed. Patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm a type 1a endoleak, a type 3a endoleak with component separation between the non-endologix device and the bifurcated main body. There is also evidence to support the following observations; at implant a persistent type 1a endoleak, anemia; and acute renal failure; at one month post implant the development of an entero-cutaneous fistula; and malnutrition. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, antiplatelet therapy, stent sizing, thoracoabdominal aneurysm, and patient refusal of blood products due to religious reasons. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported to endologix for this patient.